Event description:
A pt presented with post-op bleeding, described as a generalized ooze following CABG procedure. The device had been used to close the sternum. The pt was returned to surgery where the suture knots were found united. No further information was provided.